Event description:
The struts of an infix implant were noted to be backing out upon review of the post operative follow up x-ray. The pt underwent the disc replacement surgery in 2006 and was reportedly without any symptoms related to the struts backing out. The representative stated that the struts had backed out approx 1/2 of the way. Revision surgery is planned for 2006.